Manufacturer narrative:
Customer service requested that device be returned for further analysis. We have not received the suspect device back and due to an invalid lot number called out, a specific analysis and/or investigation cannot be verified. On 10/4/07, called a rep at user site. In conversation it was stated that this was an isolated occurrence and the site had no records of any previous failures relating to this product. The event was described as having the sabd device "break off" in the pt's spine, which is not the intended use for this particular device. We will continue to monitor any incoming complaints for failures of this type.